Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was unable to power on. Upon evaluation, the power supply was defective and lacked an output voltage. The cause of the inability to power on is the defective power supply. The root cause of the defective power supply cannot be positively identified. In addition, the battery charger was unable to charge a battery pack. The cause of the inability to charge is contamination on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective power supply.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's charger would not power on.